Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were any staple malformation issues identified in the initial surgical procedure? Was a leak test performed? If so, what was the result? Did surgeon evaluate staple line using a proctoscope during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Can more information be provided about the specific anatomic location of the u-shaped staples? Can more information be provided on the thickness of the tissue and why it was initially believed to be a contributing factor? What is the current status of the patient?

Event description:
It was reported that the doctor performed a low anterior resection using a cdh33a, few days later, post surgery the anastomosis was undone and patient had a revision surgery where dr. Found staples in a u shape, meaning they did not close properly. A new anastomosis was performed with a new device cdh33a. Patient required an ileostomy for 6 to 12 weeks. The surgeon initially thought the failure was related to tissue thickness.